Event description:
Customer was blacking out and very thirsty and dehydrated for 2 weeks. The customer was taken to the e.r. By a friend. The customer had backed out. They had tested 6 hours prior to the event, their reading was around 200mg/dl. The hosp did a lab and received a result of 399mg/dl. The customer was given insulin and was released after blood glucose lowered. The customer threw away device and glucose strips. No controls were in use. A request was made for the return of the suspect device. No controls were used.